Event description:
It was reported by the patient that they experienced inappropriate and excessive shocking due to lead fracture. The patient also alleges that they have to see a lpc (licensed professional counselor) due to "pain, trauma and expense caused by the broken lead wire" , having much anxiety and trouble sleeping, and has been described as having ptsd (post-traumatic stress disorder) symptoms. The lead has been removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.